Manufacturer narrative:
The device was discarded and not available for investigation; however, the photo provided confirmed the report. Previous investigations into this issue have found the failure was determined to be centering hoop to wire welding error along with operator adjustment error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. CAPA 2022-025 was previously implemented to address this issue, and no further action is required at this time. The device involved was manufactured after the CAPA was implemented. Although the issue occurred post-implementation, the overall occurrence of this issue has decreased since the CAPA was put in place. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the device blades could no longer be fully retracted. The patient is doing well with no reported injuries. The device had been pre-checked prior to use. The product was discarded.